Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is an off-label usage of the device on (B)(6)2024. The event date is an approximation. On (B)(6)2024, the patient¿s brother took the patient to the emergency room because it was reported she passed out due to being in diabetic ketoscidosis (dka). The patient could not recall the exact cgm/bg meter comparison values but stated that it was ¿around 60 points¿ different. The patient was wearing a tandem insulin pump. The patient received medication but could not recall the specifics. She was discharged home after 7 days. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that readings were over 60% off. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.